Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be missing and indicated a data log corruption. Customer reported blood glucose (bg) level was 100 (mg/dl). Troubleshooting determined a pump shutdown occurred. Reportedly, the customer has manual injections available as alternate insulin therapy.